Event description:
It was reported that two days after starting the use of the epg (external pulse generator), no output was observed. After the battery was replaced with a new one and the epg was turned on, it started again. The epg was used for backup pacing for patient who had heart rate of about 60 to 70 beats per minute. The epg was returned for checkup/repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that there was contamination on the battery contacts.